Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and manufacturing review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Manufacturing review did not identify any issues that may have caused the customer issue. The affected specimen was (B)(6) when tested using prism hcv reagents and was nat (B)(6), and was (B)(6) when tested using roche cobas method. A new specimen drawn from the same donor was (B)(6) when tested using roche cobas method, (B)(6) using the immunoblot method, and (B)(6) using an hcv core ag method, however was not tested using the prism hcv method. No testing could be performed as the prism hcv complaint lot is expired. A review of the abbott prism instrument, s/n (B)(4), did not identify any service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This report is being filed on an international product, list number 6a52, that has a similar product distributed in the us, list number 6d18. Patient (B)(4) (no code available) was selected due to the blood product donation being released from the laboratory for donation into a patient, and no information about the transfusion or potential patient impact are known. This issue was previously reported under MDR number 3002809144-2017-00098 under a different suspect device manufacturer.

Event description:
Abbott laboratories baltics received a report sent by the national blood bank of (B)(6) regarding potentially (B)(6) assay results. The customer observed (B)(6) results while using the prism hcv reagents. The following data was provided for the same donor. Sid (B)(6) was (B)(6) when tested using the prism method (44562li00) on (B)(6) 2015, however no specific value was provided. Nat testing for this specimen was (B)(6) when tested in (B)(6) 2015. An archived specimen was retested on (B)(6) 2017 using roche cobas method and was (B)(6). Confirmatory testing completed on (B)(6) 2017 showed the specimen was (B)(6) and immunoblot (B)(6). Blood products from this donation were provided to a health care provider, however no information about the recipients was provided. Sid (B)(6) donation dated (B)(6) 2017 was (B)(6) using the roche cobas anti-hcv method ((B)(6)). Confirmatory tests showed the specimen is immunoblot (B)(6) and hcv core ag (B)(6). None of the blood products from this unit were donated. The customer reviewed other previous results for this donor and archived specimen results were provided. Sid (B)(6) was (B)(6) when tested using the prism method (37687li00) on (B)(6) 2014, no specific value was provided. An archived specimen was retested on (B)(6) 2017 using roche cobas method and was (B)(6)) and immunoblot testing for the specimen was (B)(6). Sid (B)(6) was (B)(6) when tested using the prism method (28560li00) on (B)(6) 2013, no specific value was provided. An archived specimen was retested on (B)(6) 2017 using roche cobas method and was (B)(6)) and immunoblot testing for the specimen was (B)(6). Sid (B)(6) was (B)(6) when tested using the prism method (20732li00) on (B)(6) 2013, no specific value was provided. An archived specimen was retested on (B)(6) 2017 using roche cobas method and was (B)(6)) and immunoblot testing for the specimen was (B)(6)). Sid (B)(6) was (B)(6) when tested using the prism method (unknown lot) on (B)(6) 2012, no specific value was provided. An archived specimen was retested on (B)(6) 2017 using roche cobas method and was (B)(6)) and immunoblot testing for the specimen was questionable (c1 2). Nat testing for these specimens was (B)(6) when tested at the time the prism method was tested for each specimen and confirmatory result using hcv core ag was (B)(6) for each specimen when tested on (B)(6) 2017. The method comparison tests were being performed by the customer due to observed performance differences between their current (B)(6) test method (roche) and the past (B)(6) test method (prism) and the results are not being used for donor management. The issue was identified after de-installation of the abbott prism analyzer at the customer site in (B)(6) 2015.